Event description:
Overdelivery reported. The pump was set to deliver in a continuous mode at 15mg/hr. The doctor had decreased the dosage from 20mg/hr. At 0630, the night nurse hung a new vial of morphine 30mg, 1mg/ml concentration, and by 0730 the vial had emptied. The vial should have run over 2 hours. No alarms reported. No patient harm reported.